Manufacturer narrative:
The device was received at boston scientific's return product department. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. According to the faults and actions guide for the s-ICD devices a yellow screen indicates a telemetry or communication issue. The device was able to be interrogated and a memory download was performed successfully. Detailed analysis did not identify any system errors. The battery voltage measured at 9.139 volts. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that during pre-implant set-up, this boxed device displayed a yellow screen with a message to contact ts. The local representative attempted to interrogate this device again but was unsuccessful. Ts suggested that the local representative attempt to re-interrogate the device. If unsuccessful, a magnet reset could be attempted. Despite multiple attempts, no additional information was received from the local representative. This boxed device has not been received at boston scientific's return product department.

Manufacturer narrative:
To date, the device has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned to boston scientific.

Event description:
Boston scientific received information from the local representative that a magnet reset was successful performed back in (B)(6) 2017. During an implant procedure in (B)(6) 2017, this device was inadvertently dropped on the floor prior to insertion into the patient's pocket. The device was not implanted.